Event description:
#Medwatcher #(B)(4). Since the coils were inserted I've had constant pain on the right side of my abdomen. I've gained over 25 pounds. My stomach is consistently bloated. I experience constant pain during intercourse. I have reoccurring sharp pains on the right side of my body which begin in my hip area and travel down my leg.